Event description:
It was reported the display locked up. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the main printed circuit board (pcb) was out of electrical specification, the upper and lower cases were broken, the battery release was contaminated, the side bail covers and ring cover were broken, the battery contacts were compressed, the ring bail was bent, the keyboard was scratched, the serial number label was torn and the battery drawer o-ring was missing. Further analysis was performed on the main pcb. This analysis could not reproduce the reported shutdown experienced during repair of the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.